Event description:
It was reported the last time the patient had an EKG ¿she had a shocking feeling in her leg.¿ the date of the event and any additional details were unknown at the time of report. The patient was having a surgical procedure and was under anesthesia at the time of report. It was unknown what type of surgical procedure was taking place. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3389s-40, lot# v911920, implanted: 2012-(B)(6), product type lead product ID 3389s-40, lot# v863405, implanted: 2012-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-95, serial# (B)(4), implanted: (B)(4).